Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device generated an error indicating abnormal energy was delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device generated an error indicating abnormal energy was delivered. There was no patient involvement reported with the event.